Manufacturer narrative:
Health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ileal bladder surgery, when cutting the close ileum, the device did not fire. The jaws did not completely close the clipped tissue and could not be fired normally. They replaced the device by another manufacturer's device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.